Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customers blood glucose was 152 mg/dl. Reportedly, the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
B4: 12-08-2022 to follow-up #1.